Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed. The customer was experiencing difficulty recovering the drawer. A field service engineer (fse) found that drawer 3.1 was not opening. Upon inspection, it was discovered that the solenoid cable was frayed and unable to function properly. The fse replaced the solenoid, but the issue persisted. He then replaced the moab (mother of all board) with a station from storage, which resolved the issue. The device was tested in diagnostics and verified by the customer. All tests passed, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.